Event description:
Following the pump implant, the pt experienced "leaking spinal fluid" from the catheter incision site, a "spinal headache", development of seromas at catheter and pump incision sites, "vision problems", and "no pain relief". The catheter incision site "did not close properly" so spinal fluid leaked from the site causing spinal headaches. A blood patch procedure was performed to close the catheter incision site. This resolved the spinal fluid leak and spinal headaches. The pt then developed a seroma at the catheter incision site followed by a seroma at the pump incision site. The seroma at the pump incision site was drained, but filled again by the end of the day. The unspecified 'vision problem' caused the pt to have difficulty seeing, however, it was noted that there is a pre-existing history of migraine headaches with accompanied vision problems. The drug in the pump was prialt. Initial dosing was 2.0 mcg/day and was increased over a month to 9.5 mcg/day. Concomitant medication includes trazodone. The pt recovered without sequela.